Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the fridge remote manager was failing and was unable to open the fridge. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction section d concomitant med prod data. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was failed intermittently. A field service engineer and a pharmacy technician inspected the station and found no failures. The customer logged in and tested the remote manager multiple times without issues. During the inspection, nurses accessed the refrigerator on three separate occasions, and no failures occurred. The suspected cause of intermittent failures reported by nursing staff appears to be the door's strong return spring pressure, which may cause it to bounce upon closing. The current slimline hasp has built-in flexibility, and the engineer plans to order a thicker door hasp to provide stronger support and potentially prevent the issue. No problems were found during inspection and testing. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the fridge remote manager was failing and was unable to open the fridge. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.